Event description:
It was reported that the monopolar curved scissors instrument scissors were dull during a da vinci nephrectomy procedure. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis was unable to replicate the customer reported complaint. Failure analysis placed the instrument on an in-house is3000 system for a latex cut test. The scissors cut cleanly through .006 latex. The blade edges were undamaged, nor dull. The instrument passed recognition and engagement testing. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. Functional performance testing did not find any issues. The instrument passed electrical continuity testing. Failure analysis observed that the pad printing was removed. The evidence was inconclusive, but the damage was likely due to improper cleaning. The distal end of the main tube had various scratch marks with light material removal. The scratches were .10 - .28 in length and not aligned with the tube axis. The evidence was inconclusive, but the damage was likely due to mishandling/misuse. No other damage found. The reprocessing instructions under cleaning, disinfection, and sterilization general information section specifically states: warning: read all instructions carefully. Failure to properly follow instructions may cause improper functioning of the device. The customer reported complaint does not itself constitute a MDR reportable event; however, the pad printing and tube abrasions, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.